Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. The holter monitor recordings revealed the patient's pacemaker exhibited pauses due to under-sensing. No intervention was performed and the patient was reported to be in stable condition throughout.